Event description:
It was reported that during an unknown procedure that the device did not pass the self test. All attempts including disassembly and reassembly were made several times. The device was never used on the patient. No adverse patient consequence.

Manufacturer narrative:
Evaluation summary:the ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.